Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particles were observed in a non-vented high-volume inlet this issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation in its original unopened packaging. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. The device¿s packaging was opened, and further microscopic inspection was performed on the product and packaging. No particulate matter was observed during microscopic inspection. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.